Event description:
Powered endo gia with first 45 white reload without complication. Second 45 reload was able to clamp down on tissue, but device would not fire or turn on. The device was removed from patient and attempt to fire or turn on still failed. FDA safety report ID# (B)(4).